Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had shocking. The patient stated they had some weird pain around the device area. The patient stated they were unsure what was causing the pain so the patient turned the device off. The patient stated they might have been feeling shocking and the pain felt like someone was pulling the device out of the patient¿s hip. It was noted the patient felt the pain when they were lying in bed. The patient stated the ins was located in their right hip. The patient turned the stimulation off and the sensation stopped. The patient stated they turned the device off on the day of the call, (B)(6) , and they didn¿t feel pain, but the patient had also been really busy. The patient noted the ins area had healed and there was no infection. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.